Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during using on the patient, the clip popped out of the cavity and fell into the abdominal cavity, and the clip was reapplied with a jammed nail and repeated popping out". No report of patient harm or injury. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 14 march 2025, confirms that no pieces were left in the patient. The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the outer tab of the channel component was bent upwards, indicating the end user engaged the applier with excessive force. Additionally, the feeder appeared misaligned. There was biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with only the last clip indicator remaining. The outer tab was observed to be bent, and the feeder appeared to be misaligned. Upon further inspection, the clip indicator appeared to be damaged. R & d determined that the damaged was consistent with the end user attempting to actuate the last clip indicator. Based on the damaged observed and the customer description, r & d concluded the probable root cause of the damage was attempted reload of the clips. A device history record review was performed, and no relevant findings were identified. The reported complaint of "jaw functional issue - info not provided" could not be confirmed based upon the sample received. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the outer tab of the channel component was bent upwards, indicating the end user engaged the applier with excessive force. Additionally, the feeder appeared misaligned. Proper functional testing could not be completed because the applier was returned empty with no clips, only the last clip indicator was returned. R & d was consulted to conduct regarding this complaint. Upon further inspection, the clip indicator appeared to be damaged. R & d determined that the damaged was consistent with the end user attempting to actuate the last clip indicator. Based on the damaged observed and the customer description, r & d concluded the probable root cause of the damage was attempted reload of the clips. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overs tress silicone tubing. For this reason, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during using on the patient, the clip popped out of the cavity and fell into the abdominal cavity, and the clip was reapplied with a jammed nail and repeated popping out". No report of patient harm or injury. At the time of this report, the customer has not returned our requests for additional information.